Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery repeatedly during insulin delivery. The customer's blood glucose was 186 mg/dl. The customer was advised to disconnect at the quick release and perform a 5.0 unit fixed prime. The customer stated that insulin did exit. She stated that insulin did exit the tubing with a manual plunger push. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery during the manual prime at 3.7 units. She was advised to assemble a new infusion set and reservoir. She reported that insulin exited with a manual prime and was advised that the insulin pump worked as designed. She was advised that the alarm had been caused by a set/reservoir occlusion. The customer was advised to replace the reservoir and agreed to return the supplies for analysis.